Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The reported subsequent treatment appears to be related to procedure circumstance. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. It was reported that no femoral imaging was performed during the procedure. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the IFU deviation contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017: failure to follow steps / instructions. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a venotomy closure of two access sites of the right common femoral vein using a proglide device after an electrophysiology (ep) procedure with a small-bore sheath. No femoral imaging was performed during the procedure. Reportedly, a couple hours after the procedure, both bleeding was observed from both access sites. A femostop was used at both access sites to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.